Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) by a charge time (CT) greater than 30 seconds. Boston scientific technical services (ts) discussed with the local area field representative that this device is included in the (B)(6) 2007 shortened replacement window advisory population. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.